Manufacturer narrative:
The proximate cause of the customer report of service life testing was investigated through the service repair process. A review of the device history was performed, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of service life testing repair was confirmed during servicing activities. There was no reported patient injury. The device is used for therapeutic purposes.

Manufacturer narrative:
The device was returned for service testing. Investigation was completed through the service repair process and repair was completed for damage found on the membrane frame. The membrane frame was replaced. The proximate cause for the damage on the membrane frame was due to fluid ingress.

Event description:
The device was found to have a damaged component.